Event description:
A caller reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer¿s blood glucose level. As a resolution, customer technical support confirmed that the pump would be replaced, and the caller was instructed on how to manage until the replacement. The caller was advised to put the problematic pump into storage mode before returning it using the provided return box and pre-paid label, and they acknowledged the instructions.